Event description:
A customer reported to baxter ireland in which an uromatic set had a hair in the package before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed a long dark hair in the pouch on the set. The cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.